Event description:
It was initially reported by the physician that the pt was admitted to the hosp for status. No additional info was provided. The cause of status is unk at the moment. Good faith attempts to obtain additional info has been unsuccessful till date.